Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received. It is unknown which lead was pulled down so both leads are being reported

Event description:
Related manufacturer reference number: 1627487-2020-04052. It was reported that the patient was not receiving adequate therapy. As a result, the patient underwent a procedure on (B)(6) 2020 wherein the patient's lead was pulled down one vertebral body. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's therapy was ineffective following the procedure. Reprogramming was able to resolve the issue.